Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. As per event description ¿a secondary fracture occurred in a patient treated 3 years earlier, with nail fracture¿ as per further details given ¿revision surgery to remove the broken nail and reinsert a new t2alphapf was performed¿ and thus, it could not be excluded that the case of secondary fracture is rather related to insufficient healing after an implant duration of 3 years. However, due to missing item and further evidence [e.g. X-ray images] a medical statement could not be made, and a further technical statement could not be given. Finally, the IFU clearly points out that ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "a secondary fracture occurred in a patient treated 3 years earlier, with nail fracture. (Event #1) revision surgery to remove the broken nail and reinsert a new t2alphapf was performed. When drilling to the most distal round hole in the proximal part, the drill was guided by the previous screw hole and the drill was contacted with the nail. Therefore, drilling was performed with the drill sleeve held manually. After that the bore drilling was performed and an advanced locking screw was inserted to the nail".

Event description:
As reported: "a secondary fracture occurred in a patient treated 3 years earlier, with nail fracture. (Event #1). Revision surgery to remove the broken nail and reinsert a new t2alphapf was performed. When drilling to the most distal round hole in the proximal part, the drill was guided by the previous screw hole and the drill was contacted with the nail. Therefore, drilling was performed with the drill sleeve held manually. After that the bore drilling was performed and an advanced locking screw was inserted to the nail".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.